Event description:
It was reported that during a laparoscopic cholecystectomy the device fired once properly. The second and third firings resulted in crossed legs of the clips, thereby not secure. Another instrument was pulled to complete the procedure. There was no patient consequence.